Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens tore. The lens was removed without enlarging the incision and no suture was required to close the wound. No patient injury.